Event description:
The display has a black spot on the right side of the corner and segments are partly missing. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation in progress.